Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedance measurements of less than 30 ohms. The s-ICD system remains in service. No adverse patient effects were reported.